Event description:
A report was received that the patient's pocket site was getting warm. An x-ray revealed that the lead had migrated and wrapped around the battery. The physician believes the contacts on the end of the lead were causing the heat. Patient had a revision and was implanted with a new precision system. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.